Event description:
It was reported that sensing noise was observed on the device. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.